Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized. The treatment for peritonitis consisted of unspecified antibiotics (dose, route and frequency not reported). The last dose of antibiotic therapy was reported to have been 9 days before the receipt of this report. The outcome of the peritonitis was not reported. Additional information was requested, but the nurse declined to provide any more information on this event.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a follow up medwatch will be submitted.